Event description:
Event description boston scientific received information that during surgery with a magnet in place, the physician noted pacing inhibition. This device is part of the avt latching population (6/17/2005). ,